Event description:
The field service representative stated the water buffer tank was leaking. Follow up with the operator determined the leak was on the floor in the walkway. The operator had replaced the valve body, but did not resolve the issue. No one was harmed or slipped. No pt samples were involved.

Manufacturer narrative:
The field service representative determined the cause to be the buffer tank assembly and replaced it. To verify the operation of the analyzer, he primed the system without any leaks noted.